Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during interrogation of the implantable cardioverter defibrillator (ICD the remaining device longevity was not shown, and an error message was displayed due to unexpected battery capacity. The ICD remains in use with recommendation to monitor patient. No patient complications have been reported as a result of this event.